Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed a hole and reddish material in the pebax. The device was connected to carto 3 system, and the device was recognized correctly; however, errors 105 and 106 appeared on the system due to an open circuit in the tip area. The blood found inside the pebax area may contribute to the magnetic issue. A manufacturing record evaluation was performed for the finished device 31137900l number, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain (IFU) the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, immediately after insertion of the smart touch sf catheter into the patient's cardiac cavity, an error 105 message occurred. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence.